Event description:
As reported by a hosp in the (B)(6): when administering tpn via a PICC device, it was noted that the hub of the PICC was cracked. The catheter was removed and replaced. The used device has been returned for eval.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965458830 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the obtained lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the 04/2015 navilyst medical complaint report was reviewed for the bioflo pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. The catheter was returned with an injection cap (not supplied by navilyst medical) attached to the all-purple valve. No cap was attached to the purple/white valve. The female luer lock component of the purple/white valve was confirmed to be cracked. Based on no manufacturing anomalies noted during the visual eval of the returned sample and the process controls in place to address this failure mode, the most likely root cause for the cracked female valve housings is due to over-tightened connections with a mating male luer (likely a needleless connector). (B)(4).